Manufacturer narrative:
No complaint was recevied with the return of the device. Failure event noted during analysis. Final analysis found a partial lead with internal insulation abrasions 9.0 to 12.5 cm, 15.1 to 15.3 and 24.4 to 26.4 cm from the distal tip. The etfe and ptfe liners were intact in both locations. An internal insulation abrasion was noted 21.3 to 21.5 cm from the distal tip. The etfe cable coating was intact in this location. External insulation abrasions were found 44.3 to 44.5, 44.6 to 45.0 cm and 45.5 to 46.2 cm from the distal tip consistent with friction to the device can. The etfe lining was intact in these locations.

Event description:
This report is to advise of an event observed during analysis.